Event description:
Rptr's husband had five devices, all malfunctioned. The one touch ii does not give proper reading when you test your blood sugar. Rptr tested pt's sugar; pt had been vomiting. The device registered 128. Rptr had pt rushed to the hosp the hospital's reading was 1500 not even an hr later. Rptr states "lifescan could care less they just want to protect their 45% market share. I doubt if they even read johnson and johnson's care value or (credo) I'm sure that word is foriegn to them."